Event description:
It was reported that patient underwent removal of implanted plates approximately one (1) year after implantation due to successful bone healing. Before removal, x-rays noticed two screws had fractured. Subsequently, doctor decided to keep fractured screws implanted to prevent disturbance to healed bone. Patient was not experiencing any harm or adverse effects as a result of the fractured screws. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2022-00159. Product ID was provided for 7 screws, however it is unknown which 2 of the 7 screws reported had fractured. Therefore, the fractured screws could also have the part and lot combination of: item# 00234702026; lot# 64487378. Exact implant date is unknown. Implant date is approximately one (1) year prior to event date. Concomitant medical products: item# 00234702030; lot# 64434785. Item# 00234702026; lot#64487378. Item# 00234702026; lot#64487378. Item# 00234702026; lot#64487378. Item# 00234702026; lot#64487378. Item# 00234702026; lot#64487378. Item# 00492700803; lot# 64723011. Item# 00492700803; lot# 64723011. (B)(6). Report source: foreign - event occurred in china. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: 1. Dorsal plate and screw fixation of the midfoot with interval removal. Loosened screws proximally along the plate. 2. Poor quality imaging significantly limits evaluation. Osteopenia also present. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. It is unknown whether the incompatibility caused the reported event; therefore a definitive root cause cannot be determined if any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b3; b4; b5; d6a; g3; g6; h1; h2. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.